Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associated with oversensing and reports of the pacemaker dependent patient experiencing some lightheadedness. The noise, which also was present on the left ventricular (lv) lead in review of episode and real-time electrograms (egms), could be reproduced clinically, and appeared to be diaphragmatic oversensing. The patient reported experiencing symptoms when getting up out of a chair; it was not known if this coincided with the observed noise on the stored egms. A boston scientific crm technical services consultant (ts) discussed reducing system sensitivity to noise, and the option of placing a new rate/sense lead.

Manufacturer narrative:
The calling health care provider elected to reduce system sensitivity to least and monitor the patient for possible further action. This event will be reopened and updated if additional information is received. Additional information was received that this device was explanted and returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.